Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets fell off events on (B)(6) 2024 . The first event occurred within few hours of insertion, second, third and fourth event occurred within 2 days of insertion. The blood glucose level was 180 mg/dl at the time of event.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1913908 - MDR 3003442380-2024-14571 - device 1 of 4.